Event description:
It was reported that the patient's blood glucose level rose to 450 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site on their skin, the pod's cannula was found to be twisted. As treatment, a new pod was applied and a bolus was administered.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.